Event description:
It was reported that during surgery when the skin graft pass thorough the mesher, it messes up the skin and it wraps around the mesher roll. The first graft was processed normal. The second graft tore and the blade was bent. The same occurred with the third graft ¿ then the dermatone was put out of commission and process to send to be serviced. Event occurred during surgery. There was no harm reported and a delay of approximately 20 minutes. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the when skin graft pass thorough the mesher, it messes up the skin and it wraps around the mesher roll. Event occurred during surgery. There was no harm reported and surgery took longer than expected. It is unknown how long of a delay occurred as a follow up is still in progress.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported that during surgery when the skin graft passes through the mesher, it messes up the skin and it wraps around the mesher roll. The customer did not return a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher was unable to be performed as the device was not returned for evaluation. Repair of the skin graft mesher was not performed by zimmer biomet surgical as the device was not returned for repair. The reported event was non-verifiable as the device was not returned for evaluation or repair. The root cause of the reported event could not be specifically determined with the information that was provided. The device was not returned for evaluation or repair. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Device evaluated by manufacturer? Requested but not returned by customer.

Event description:
No additional event information.